Event description:
Medtronic received information that eleven months following the implant of this transcatheter bioprosthetic valve, radiographic results in lateral projection revealed a type I stent fracture. No treatment has been given and the valve remains implanted. No adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: no product was returned, as the product remains implanted. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information received, a follow up report will be submitted. (B)(6).

Manufacturer narrative:
Conclusion: based on the available information received, it was likely that the reported stent fractures led to transcatheter pulmonary valve (tpv) dysfunctions. At this time, a true root cause to the reported stent fractures is unable to be determined. The device has not been returned for analysis.

Manufacturer narrative:
Additional information was received that 26 months post implant of this transcatheter pulmonary bioprosthetic valve, at the patient's visit, x-ray confirmed multiple minor valve stent fractures. No action was taken at this time and the valve remained implanted. At 51 months post implant of this transcatheter pulmonary bioprosthetic valve, the patient presented with symptoms of shortness of breath with activity associated to moderate stenosis and mild to moderate regurgitation. At 53 months post implant of this transcatheter pulmonary bioprosthetic valve, patient presented for catheter intervention and upon x-ray there was evidence of at least 3 major stent fractures with hemodynamic dysfunction. It was noted that the stent had not lost its integrity. Subsequently another transcatheter pulmonary bioprosthetic valve was implanted (valve-in-valve) with good hemodynamic results. No further adverse patient effects were reported. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.